Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached from its delivery system in the microcatheter prior to deployment. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The reported complaint is confirmed. The investigation of the returned coil system found the implant to be separated from the pusher. No indication of activation using a detachment controller was found on the pusher's heater coil. The implant was received with the monofilament still attached. Inspection of the monofilament found the tip with a stretched tail shape, which is consistent with the device experiencing excessive forces; however, the conditions or circumstances that led to the damage cannot be determined.